Manufacturer narrative:
Upon follow up it was reported the patient was retrained on proper aseptic technique for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a contamination as the patient performed a pd exchange in the car. The day after the peritonitis diagnosis, the patient was hospitalized for the event. Seven days after event onset, pd therapy was discontinued and the pd catheter was removed. The patient was discharged 13 days after hospital admission. Fifteen days after diagnosis, the patient was recovered from the event and was transferred to hemodialysis. The patient was not retrained on the proper aseptic technique. No additional information is available.